Manufacturer narrative:
Additional product code: hwc. Implant date stated about a year and a half ago (exact date unknown). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device history record review: a review of depuy synthes (B)(4) device history records for manufacturing revealed no complaint related issues. Placeholder.

Event description:
A revision surgery due to an atrophic nonunion and a broken trochanteric fixation nail was reported. The patient was originally treated for a femur fracture that was proximal of the sub troch ¿about a year and a half ago¿ (exact date unknown). On an unknown date, the patient presented with pain and the surgeon discovered via x-rays that there was a nonunion present and a broken implant. It was reported that the implant was broken the insertion point of the helical blade in the nail. All parts were removed without any patient issue. The item number for the distal locking screw is unknown but all devices will be returned. The patient was revised to a smith and nephew nail. This is report 1 of 1 for complaint number (B)(4).